Manufacturer narrative:
The checksum digit feature of the lh750 was disabled. On (B)(6) 2008, the field service engineer evaluated the instrument and verified performance. Root cause was identified as failure to use a checksum digit and the checksum feature in the lh750. Product labeling states: "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy." This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a sample misidentification while using the coulter lh 750 hematology analyzer. The sample identification barcode number was (B)(4). The analyzer read the barcode number incorrectly as (B)(4). There was a "no match" error message associated with the test results. The operator reviewed the sample identification when the "no match" error message was present and pt demographics were absent from the printout. Test results for sample (B)(4) were incorrectly posted in the laboratory info system (lis) to a pt associated with sample identification (B)(4). The sample was rerun and the sample identification barcode number was read correctly. This issue was identified and corrected. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.